Event description:
It was reported that the while inspecting the product, the packaging was found damaged. There was no patient involvement. There is no further information available.

Manufacturer narrative:
(B)(4). D10: 51-109070 item name tloc 133 mp sp t1 pps ho 7x99 lot # 6576225 51-107140 item name tprlc 133 mp type1 pps ho 14.0 lot # 7208588 51-109070 item name tloc 133 mp sp t1 pps ho 7x99 lot # 6695289 51-103160 item name tprlc 133 t1 pps so 16x152mm lot # 6095766 g2: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; g3; h2; h3; h6; h10. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility had been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event was not related to a combination of products; therefore, a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.